Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 2179741. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter. The following was received by the initial reproter: nkarta has observed particles during the cell therapy manufacturing process. A critical investigation has been initiated to further determine root cause of the particulates and to potentially identify the source(s). A third party analysis was performed on particulate samples and characterization of particles include: pet polyester, cellulose; colored (yellow, tan, blue) and colorless, nylon. Nkarta has identified vendors that provide materials upstream of the manufacturing process incident that may have contributed to the particulates found. Refer to section 1 below. Requested action: this is a formal request to complete the attached questionnaire related to materials and consumables purchased by nkarta. Your cooperation and diligence are greatly appreciated during this time. Please provide responses back to nkarta by 02oct2023.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter. The following was received by the initial reporter: (B)(6) has observed particles during the cell therapy manufacturing process. A critical investigation has been initiated to further determine root cause of the particulates and to potentially identify the source(s). A third party analysis was performed on particulate samples and characterization of particles include: pet polyester. Cellulose; colored (yellow, tan, blue) and colorless. Nylon. (B)(6) has identified vendors that provide materials upstream of the manufacturing process incident that may have contributed to the particulates found. Refer to section 1 below. Requested action: this is a formal request to complete the attached questionnaire related to materials and consumables purchased by (B)(6). Your cooperation and diligence are greatly appreciated during this time. Please provide responses back to (B)(6) by 02oct2023.